Event description:
It was reported that the patient was assaulted in (B)(6) 2005. The patient apparently sustained migration of her stimulator lead and underwent lead revision the same month. See MFR. Rep. # 3004209178-2009-06228 for subsequent patient issue.

Manufacturer narrative:
Lead model 3898-33 lot# lb3201 implanted: (B)(6) 2003 explanted: unknown extension model 747166 serial# (B)(4) implanted: (B)(6) 2004 explanted: unknown programmer model 7435 serial# (B)(4).